Manufacturer narrative:
(B)(4).

Event description:
It was reported that signal loss occurred frequently between 2/17/2026 and 2/18/2026. Product was provided for investigation. An external visual inspection was performed and passed. Nordic bluetooth pairing test was performed and failed. Performance data was reviewed. The allegation was confirmed due to the finding of signal loss over one hour rarely as investigated within the investigation window. The probable cause was the transmitter and app were unable to establish a connection. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that signal loss occurred frequently between 2/17/2026 and 2/18/2026. Performance data was reviewed. The allegation was confirmed due to the finding of signal loss over an hour was found rarely within the investigation window. The probable cause was the transmitter and app were unable to establish a connection. No injury or medical intervention was reported.